Manufacturer narrative:
The device was returned to olympus for inspection. Based on the investigation results, the poor-quality image malfunction was caused by a broken cover glass on the charge-coupled device and component failure. The cause of the damaged connector plug on the video cable section could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the subject device exhibited broken cover glass of the charge-coupled unit, a damaged plug on the video cable section, and a poor-quality image. There was no patient involvement.